Event description:
The customer reported that while running an hcv assay, summit sample handler did not pipette the correct amount of sample or diluent in well positions d3 and c3 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.